Event description:
It was reported that the patient contacted support stating that their blood glucose consistently dropped five to six hours after meals. The patient stated that when their blood glucose reached 75 mg/dl, they paused insulin delivery for 15 minutes and consumed five to six skittles. A review of device data showed several brief low blood glucose episodes, including a drop to 56 mg/dl, multiple drops to 68¿64 mg/dl, and drops to 66¿64 mg/dl and 68¿66 mg/dl, each lasting approximately five to ten minutes. The patient reported having a strong fear of low blood glucose and stated that upon reaching 64 mg/dl, they contacted emergency medical services, as they considered any value under 100 mg/dl to be low. The patient had already treated the low with skittles, and when emergency personnel arrived, their blood glucose had increased to 86 mg/dl. The responders remained with the patient until they felt better but did not transport them for further care. When asked about meals, the patient reported eating a bowl of cereal announced as more than usual, a burrito announced as usual, and three waffles without syrup announced as usual. The patient was advised not to pause the device unless exercising or bathing. At the time of the call, the patient¿s blood glucose was 122 mg/dl, and no additional assistance was needed. The patient confirmed that blood glucose levels were affected, with lows between 64 and 68 mg/dl lasting approximately five to ten minutes. The patient reported disconnecting from the device and consuming skittles as back-up therapy. No ketone testing was performed, no recent steroid injections were reported, and no professional medical intervention or additional assistance was received. The patient reported experiencing confusion, shakiness, lightheadedness, heat, and sweating during the events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.